Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level and low blood glucose. Customer¿s blood glucose level was 400 mg/dl, 500 mg/dl and 40 mg/dl. Customer was treated with insulin pump and injections for high blood glucose and juice for low blood glucose. Troubleshooting was declined for high blood glucose and low blood glucose. Customer was using auto mode. The insulin pump will not be returned for analysis.